Event description:
It was reported that the right ventricular (rv) lead had high threshold and r-waves at 2 mv. The lead and device have been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the exposed defibrillation coil had a white substance, the outer tubing overlay had a white substance, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage.